Event description:
It was reported that the door on the programmer that holds the power cord in needs repair. The programmer has been returned. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the door on the programmer that holds the power cord was in need of repair. It was also noted that the media bay door cover was broken, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the stylus worked intermittently, and the system fan was noisy. (B)(4).